Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed resulting in the patient receiving one inappropriate shock. Technical services (ts) reviewed the data, and it appears to be due noise on the sense b cable. Testing was performed and the noise could not be re-produced. Ts recommended to program the device to the secondary vector in which the device was successfully re-programmed. At this time the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed resulting in the patient receiving one inappropriate shock. Technical services (ts) reviewed the data, and it appears to be due noise on the sense b cable. Testing was performed and the noise could not be re-produced. Ts recommended to program the device to the secondary vector in which the device was successfully re-programmed. At this time the system remains in service. No adverse patient effects were reported.